Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unable to perform displacement test due to no button response. No cracks near battery compartment noted. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display window, near battery compartment and near reservoir compartment were cracked. Insulin pump would need to be replaced.